Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on 24 march 2026 that the patient presented with grade 4 mixed mitral regurgitation (mr), previous cardiac surgery, mixed mitral regurgitation, prolapsed anterior leaflet and restricted posterior leaflet for a mitraclip procedure. During the procedure, imaging was challenging and grasping of leaflets was difficult due to previously implanted non-abbott device. Eventually, a position with adequate leaflet grasp at approximately 60° was achieved and appeared stable. During closure, an increase in mr was observed. The anterior mitral leaflet was found to be perforated near the clip arm tip, resulting in a further increase in mr. The procedure was terminated, and the clip was removed from the anatomy. The mr remained unchanged post procedure. There was no clinically significant delay reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the information reviewed, the reported positioning failure (leaflet grasping) appears to be related to challenging patient anatomy. The reported tissue injury appears to be cascading effect of the grasping attempts. Tissue injury is a known possible complication associated with mitraclip procedures. The reported difficulty visualizing the clip appears to be related to pre-existing patient condition. The reported serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 mixed mitral regurgitation (mr), previous cardiac surgery, mixed mitral regurgitation, prolapsed anterior leaflet and restricted posterior leaflet for a mitraclip procedure. During the procedure, imaging was challenging and grasping of leaflets was difficult due to previously implanted non-abbott device. Eventually, a position with adequate leaflet grasp at approximately 60° was achieved and appeared stable. During closure, an increase in mr was observed. The anterior mitral leaflet was found to be perforated near the clip arm tip, resulting in a further increase in mr. The procedure was terminated, and the clip was removed from the anatomy. The mr remained unchanged post procedure. There was no clinically significant delay reported.